Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010: patient presented for follow up of diabetes and pancreatitis. Impression: diabetes mellitus, uncontrolled; chronic pancreatitis. (B)(6) 2008: patient presented for follow up of diabetes and pancreatitis. Impression: diabetes mellitus, uncontrolled; chronic pancreatitis. (B)(6) 2008: patient presented with anxiety, pancreatitis and diabetes. Impression: diabetes mellitus, uncontrolled; anxiety state, unspecified; chronic pancreatitis. (B)(6) 2009: patient presented with fever, anorexia, chills and upper respiratory congestion symptoms. Patient had cough which was n on-productive. Impression: upper respiratory infection. (B)(6) 2009, (B)(6) 2010: patient presented with continued neck and back pain and diabetes. Impression: diabetes mellitus, uncontrolled; cervical strain; lumbar strain. (B)(6) 2010: patient presented with neck pain secondary to mva in (B)(6) 2009. Patient reported he was unable to rotate his head. (B)(6) 2010: patient underwent MRI of cervical spine due to neck pain. Impression: congenital block vertebrae at c5. Marked central spinal stenosis at c4-c5 secondary to moderately large posterior disc osteophyte complex with near effacement of the thecal sac ventrally. Mild to moderate left foraminal spinal stenosis at this level. Mild central spinal stenosis at c5-c6 secondary to posterior disc osteophyte complex with moderate to moderately severe bilateral foraminal spinal stenosis secondary to uncovertebral joint hypertrophy. Moderate to moderately severe right sided foraminal spinal stenosis at c6-c7 secondary to uncovertebral joint hypertrophy. Mild to moderate right sided foraminal spinal stenosis at c7-t1 secondary to uncovertebral joint hypertrophy. Moderate to moderately severe bilateral foraminal spinal stenosis. (B)(6) 2010: patient presented with the problems of anxiety and diabetes. Patient reported a back injury at work. Patient had several episodes of hypoglycemia. Impression: diabetes mellitus, uncontrolled; anxiety state, unspecified; chronic pancreatitis. (B)(6) 2010: patient underwent MRI of lumbar spine due to low back and left leg pain. Impression: moderate lumbar levoscoliosis and multilevel lumbar spondylosis, resulting in canal stenosis and foraminal narrowing. Canal stenosis related to this is most notable at l3-4 and l4-5. Central disc extrusion at l1-2, resulting in mild central canal stenosis. (B)(6) 2011: patient presented with back pain and diabetes. Diagnostic impression: diabetes mellitus, uncontrolled; chronic pancreatitis; elevated bp temporary. (B)(6) 2011: patient presented with severe neck pain, headaches, radicular pain, interscapular pain, numbness, tingling going down the arms, severe low back pain, right sided radicular pain, scoliosis and severe functional deficit. X-ray of cervical spine showed blocked vertebra at c4-c5 and he had anterolisthesis of c3 on c4 and c5 on c6. X-ray of lumbar spine showed severe degenerative scoliosis in the lumbar spine measuring about 40-45 degrees. MRI of lumbar spine showed he has severe degeneration throughout the entire lumbar scoliosis with a very large disc herniation at l1-l2, another one at l4-l5. Impression: severe cervical spinal stenosis c3-c4, c5-c6. Congenitally blocked vertebra at c4-c5. Severe spinal cord compression with cervical spondylolytic myelopathy at c3-c4 and c5-c6. Lumbar spinal stenosis associated with lumbar spondylolisthesis l1-l2, l2-l3, l3-l4, l4-l5. Severe degenerative lumbar scoliosis. Progressive and severe symptoms of neurogenic claudication. Back pain with severe radicular pain in the left lower extremity, especially in the l5 and the l4 distribution. Very significant functional impairment.anterolisthesis of l1-2, l2-l3, l3-l4, l4-l5. Lumbar disc herniation at l1-l2 and l4-l5. Severe central stenosis from l1-l2 to l4-l5. Bilateral advanced lateral stenosis from l1-l2, l2-l3, l3-l4, l4-l5. Failure of conservative treatment for many years. (B)(6) 2011 the patient presented with numbness in both arms and discomfort. (B)(6) 2011 the patient came with complaints of neck pain bilateral arm and hand numbness and tingling. Pre-op diagnosis was: cervical degenerative disc disease c4-c5, c5-c6. Cervical spinal stenosis c4-c5, c5-c6. Cervical spondylosis c4-c5, c5-c6. The patient underwent the following procedures: anterior cervical diskectomy c4-c5, c5-c6. Anterior cervical fusion using auto and allograft c4-5 and c5-6. Placement of anterior cage c4-c5, c5-c6. Anterior cervical instrumentation, c4-c5 and c5-c6. Per op notes, an anterior cervical annualotomy was performed at this level. Using high-speed burr, the disk material and the annulus were removed. Then the uncovertebral joints were removed. The nerve roots at this point were completely freed. The entire foramen was at this point opened on both right and left side. This completed entire decompression and diskectomy. At this point, the endplates were prepared for fusion using the high-speed burr. The cage was at this point sized and packed with auto and allograft. Cage was then placed in the prepared disk space. The anterior cervical plate was sized and secured to each vertebral body. The position of the cage, plate and the screws was checked on the c-arm images. Spinal cord monitoring potentials were checked again. No post-op complications. (B)(6) 2011 the patient underwent intraoperative fluoroscopy and cervical spine images for acdf level check. Impression: post-op changes of c4-c5 and c6-c7 acdf with placement of interbody bone graft (rhbmp-2/acs) and anterior vertebral body screws.

Event description:
It was reported that in 2010 the patient presented with neck and back pain. The patient was scheduled for 3 surgeries. It was reported that the patient underwent an anterior cervical discectomy fusion procedure at c3 -c4, c7 using rhbmp-2/acs. On (B)(6), 2011, the patient underwent lateral lumbar interbody fusion at l1-l2, l2-l3, l4-l5 using rhbmp-2/acs with cages. Following the second surgery, the patient developed a serious infection of the surgical area, e-coli, and abscessed discs. On (B)(6) 2011, patient underwent a laminectomy at l1-l2, l4-l5 and a posterior spinal fusion at t11-l5 using rhbmp-2/acs. The patient continues to experience severe pain, both mental and physical.